Event description:
New information notes that a patient notifier was received. A (B)(4) transmission revealed multiple instances of noise. The patient received inappropriate atp therapy. It was also noted that the patient is noncompliant and elected not to have the lead revised. Hv therapy was programmed off.

Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that during device change out, externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.8-9.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 15.4-16.2cm, 25.4-25.5cm, 26.3-27.9cm, and 37.7-37.8cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.5-6.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.6-25.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.9-6.1cm from the distal tip. The inner coil was exposed and the etfe coating of the rv conductor was abraded at this location. This is consistent with the observations from the field of inappropriate therapy and noise.